Event description:
It was reported the device was used during a tapp hernia procedure. It was reported by the affiliate that the staples were malformed and they jammed. A new device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Tracking #.46211. Date sent: 11/10/1998. Endopath endoscopic multifeed stapler: based upon the inquiry info rec'd, the visual examination and functional test, no conclusion could be reached as to how the reported incident, "staples were malformed and they jammed" during surgery, occurred. The instrument facility returned to co for examination was rec'd in the original, unopened sterile package. This device was examined, found to be functional, and was cycled and fired the remaining 25 staples well formed. This device had not been used upon receipt. No deformity could be identified during testing.